Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the conditon reported.

Event description:
Not cauterizing. Order: (B)(4). Complaint verified. (B)(4). Leep precision generator lp-20-120 (B)(4).

Event description:
Not cauterizing. Order: (B)(4). Complaint verified. Ref : e-complaint-(B)(4). 1216677-2020-00263 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 1/24/2019 under wo # (B)(4) and shipped on 2/1/07. Manufacturing record review: DHR- 262036 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was evaluated for 'not cutting', but the complaint was not confirmed under log (B)(4) 3/4/2020. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. At this time, this complaint is not confirmed based on initial review of the device by service & repair. However, CAPA 744 has potential relevance with initial findings on an insufficiently isolated u8. The result would be a failure in coag as described on the complaint. Note: the text on log (B)(4) indicating the complaint was verified is incorrect. Should have been "complaint not verified". Correction and/or corrective action / *preventative action activity the unit was fitted with a new board, tested to specifications and returned to the customer. The board removed out of this unit was set aside for further evaluation by the ee in the capital value stream and technical operations as appropriate. Any relevant corrective actions will be captured on CAPA 744 pending the root cause is finalized. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time.